Manufacturer narrative:
To the differences in tsh results between the different analyzers, there were tsh results within the normal reference range and tsh results above the normal reference range. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.

Event description:
The initial reporter received questionable elecsys tsh results for one patient tested on two cobas 8000 e 801 modules and two cobas 8000 e 602 modules. The initial elecsys tsh result on the customer's e 801 module was not reported outside the laboratory. The customer was "suspicious of non-specific reaction." The sample was sent for an investigation and tested on a cobas 8000 e 801 module and a cobas 8000 e 602 module. The sample was outsourced and tested on an abbott architect and a cobas 8000 e 602 module at a different laboratory. The customer's e 801 module had a serial number of (B)(4). The tsh reagent lot number was 597303 with an expiration date requested but not provided. The investigation's e 801 module had a serial number of (B)(4). The tsh reagent lot number was 551796 with an expiration date of 30-sep-2022. The investigation's e 602 module had a serial number of (B)(4). The tsh reagent lot number was 574298 with an expiration date of 30-sep-2022. The serial number of the different hospital's e 602 module was requested but not provided. The tsh reagent lot number and expiration date were requested but not provided.